Event description:
Unit displayed error 1 when it was powered up. No probe or cable was attached. Unit was turned off, probe plugged in and powered up but displayed error 6. Second probe also displayed error 6. Patient had been prepared and positioned and the probes had been inserted into the patient. Procedure was aborted when the display would not move beyond error 6. Attempts to continue the case were unsuccessful. The generator had functioned successfully in the first case earlier that day. On 12/22/2004, regulatory affairs, spoke with (sales rep) to find out if the surgery was rescheduled. Sales rep, stated that as of 12/22/2004 the surgery had not been rescheduled but the surgeon indicated to him that it will be scheduled at a later date.

Manufacturer narrative:
Unit was returned in good physical condition running 1.03 software via pcmcia card. The unit would consistently fail with an error code of '6' each time the unit was activated. The problem was traced to the probe connector on the front of the unit; the center pin had been broken off. The center pin is the tc (temp. Control) connection. This directly corresponds to the #6 error which is "tc not detected" and connector will be replaced.